Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6.

Event description:
Healthcare professional reported "rupture" and "heterogeneous masslike structure" via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1: alternate phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture detected via ultrasound. The device remains implanted.

Event description:
Healthcare professional reported left side rupture detected via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.